Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-01281. It was reported that the patient presented for upgrade procedure on (B)(6) 2020. During procedure, the physician attempted to remove the right ventricular lead. However, while trying to remove the right ventricular lead, it had pulled the right atrial lead inadvertently. The right ventricular lead and right atrial lead was explanted and replaced. The patient was stable post procedure.